Event description:
It was reported by the customer the needle has black specs inside the hub. This needle was opened before the specs were discovered but was not used on a patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in needle hub is confirmed and was determined to be manufacturing related. One 25g eclipse needle was returned for evaluation. An initial visual observation revealed the safety mechanism was engaged. Black specs were observed in the interior and exterior of the needle hub. No obvious use residue was observed. The observed specs could not be detected physically or be wiped off the needle hub. A microscopic observation revealed the observed black specs appeared to be embedded in the needle hub material. After scratching the interior of the needle hub with a sharp instrument, the specs were reached, and it was confirmed that they were embedded in the needle hub material. It was not possible to determine what kind of material the specs were made of; however, these findings suggest the material was burnt resin during the manufacture process. This complaint will be recorded for future trending and monitoring purposes.